Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely frozen. A technical support specialist (tss) dialed into the station to check the reported issue. The technician observed that the station was functioning properly and noted that the problem appeared to have been resolved. A technical support specialist (tss) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es frozen completely. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this event.